Event description:
It was reported that a malfunction occurred on a pump after it had been dropped by the caller. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller with resetting the pump, and the malfunction did not recur. The customer was advised to continue using the pump and to call back if the malfunction code reappeared.